Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bending section lifted pin due to degradation problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno videoscope was returned to the service center with a report of a damaged distal tip. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a lifted pin on the bending section was found most likely due to problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems such as wear, bending, deformation, fracture, fatigue. There was no patient involvement.